Event description:
It was reported that the defibrillator printer did not output paper, due to the power cord not being connected property. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).